Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown why the battery being depleted after 4 years when it was expected to last 5 years. It was unknown if this was caused by normal battery depletion. To resolve the issue a new batter was placed on (B)(6)2024.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient received the following message: internal device battery is low. Patient services reviewed the meaning of the message and redirected the patient to their healthcare provider (hcp). The patient mentioned unrelated medical history. This included caller said the expectation was that the stimulator would last a longer period of time. On 2025-01-27 additional information was received from the consumer. The patient representative (rep) called back and repeated information regarding the implant battery not lasting as long as expected, noting that they thought it was going to last 5 years. The caller thought the ins battery died around (B)(6) 2024, then it was replaced on (B)(6) 2024. The agent reviewed implant battery longevity expectations. The reason the patient representative called back was because the patient needed an MRI of their brain, but the MRI facility was giving them a hard time. The caller asked if the implant was MRI compatible. The agent reviewed MRI compatibility and MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.